Event description:
The complainant reported that after impella cp was placed on 83-year-old female patient, and primary percutaneous coronary intervention (ppc)I was completed, bleeding was noted around the repo sheath. Femstop was placed but bleeding continued. The patient was taken back to the cath lab for impella removal. After cp removal, minimal flow was noted to the right superficial femoral artery (sfa) due to thrombus. The patient was taken to cardiovascular operating room (cvor) for repair. Pump was noted to be stable following explant.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system section: general patient care considerations assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation of access site bleeding and thrombus has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.